Manufacturer narrative:
The most likely assignable cause of the higher than expected quality control result using reagent lot 2514-34-5724 is unknown, but it is likely calibration related. The reagent lot 2514-34-5724 had been depleted, therefore, further investigation is not possible to assess the vitros vanc reagent performance. In addition, an unknown transient instrument or reagent related issue cannot be ruled out as contributing to the event.

Event description:
The customer obtained higher than expected results on a quality control sample using vitros vanc reagent on a vitros 5600 integrated system. Mas lot lia2004 l1 vanc (lot 2514-34-5724) result of 17.79 ug/ml vs. An expected result of 6.55 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The customer was not aware of any higher than expected vitros vanc patient sample results reported from the laboratory. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).